Event description:
Tubing was leaking due to a cut in tubing. Reported condition discovered during patient use while infusing igg immunoglobulin. There was no patient injury nor medical intervention required as a result of reported condition.